Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of over 500 mg/dl; cause was unknown. The customer declined to provide further information regarding the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.